Event description:
It was reported that during a da vinci hiatal hernia repair procedure, the vessel sealer instrument would not fire; insufficient energy. An additional vessel sealer was opened and successfully used for the procedure. On 04/09/2015, an intuitive surgical inc., representative contacted the initial reporter for additional information. The vessel sealer was recognized but did not work, it did not seal and the system did not generate any error messages. There was no patient injury, intervention or post-operative complications were reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Visual inspection of the instrument showed the blade was not exposed. The conductor wire and snake wrist were undamaged. There was no bio debris found at the instrument tip. The instrument was placed on an in-house is3000 da vinci system and passed self-check, cut and seal functions with no issues. Unable to reproduce the customer reported complaint. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument allegedly was not sealing during the procedure, could likely cause or contribute to an adverse event if the failure mode were to recur.